Event description:
Surgeon requested the endoloop during a lap chole. The packaging is the same foil material as another ethicon product staffs have faced issues with. The rn opened package to the tech, but instructed the tech not to place item onto the surgical field as it may have pin-prick type holes in the foil. As expected, 8+ small holes were found in the product, indicating a breach in sterility the tech removed the item and his glove to rn to place into garbage. The tech donned a new pair of sterile gloves aseptically and repeated process with second endoloop packaging intact. The packaging was saved for clinical engineering, and images of the pin prick holes were acquired using a microscope light to illuminate where the holes were located in the foil. Per site reporter: a complaint file has been opened and the package will be returned for failure analysis.